Event description:
It was reported by the manufacturer that the device was still in the packaging with ventricular fibrillation (vf) detection turned on and the device was charging. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.